Event description:
It was reported that everything was going well until (B)(6) 2013 when the patient went through an airport body scanner. Then on (B)(6) 2013, the patient saw a health care provider (hcp) and although she was not due for a refill until (B)(6) 2013, the pump was empty. The patient noted the alarm never went off and she did not feel withdrawals. The patient also noted that the physician did not give her a "bump up", and only put 6.5 milliliters (ml) in the pump, because her physician thought that she had siphoned the drug out. The patient also stated that the printout said someone else's name and the hcp accused the patient of putting water in her pump, and that she was tampering with the pump. The hcp told the patient they would test the pump this week and find out what happened. The hcp planned to do a dye study. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the patient was still having concerns regarding their device or therapy, but were working with their doctor and manufacturer representative. The patient had an appointment (B)(6) 2013 and had an upcoming appointment (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).